Event description:
Customer tested blood glucose and received a result of 292mg/dl on the device and felt it was a valid result and took 8 units of regular insulin. Three hours later they felt light headed. They went to their car to drive home and blacked out. The customer stated they normally take lantus and humalog but they ran out of those so they took regular insulin left over in their refrigerator. They also stated that they forgot to eat after taking insulin. They were treated for low blood glucose at the hosp. Treatment unknown. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.